Event description:
It was reported that a monarc sling was implanted to treat the pt's pelvic organ prolapse. The procedure details were not provided. The information indicates that an anterior vaginal wall repair was done due to mesh sling erosion. No further information was provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.